Event description:
It was reported that a patient using the ilet experienced recurrent rebound hyperglycemia after glucose levels trended lower with a reported value of 39 mg/dl but later remained within range, and the patient was advised on correct treatment for low glucose using up to 15 grams of fast-acting carbohydrates with a 15-minute wait. The event involved user technique consistent with an improper or incorrect method, and no specific device component was implicated. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.